Event description:
It was reported that during a planned extraction of a plate the tip of the driver broke. The debris from the driver tip was removed from the patient, however a screw became difficult to remove, and the threaded portion of the screw was retained in the patient body because the screw head was forcibly grasped and attempted to be removed, but broke off. Only the threaded portion of the screw was left in the patient's body.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a planned extraction of a plate the tip of the driver broke. The debris from the driver tip was removed from the patient, however a screw became difficult to remove, and the threaded portion of the screw was retained in the patient body because the screw head was forcibly grasped and attempted to be removed, but broke off. Only the threaded portion of the screw was left in the patient's body

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the device was received with a broken tip at the distal end. Only one part of the broken screwdriver is available for inspection. Microscopic views of the fracture surface show rotational deformation indicating forward application of high torsional load. The overall breakage pattern reveals brittle fracture most likely due to a combination of high torsional and bending load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The breakage shows typical signs of torsional and bending overload applied on the extractor during the explantation surgery. If any further information is provided, the complaint report will be updated.